Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 1997 the patient presented with low back pain. (B)(6) 1997 the patient presented with complaint of back pain and headache. (B)(6) 1997 the patient presented for x-ray of chest due to history of chest and back pain with difficulty in breathing. Impression: interval clearing of the left lower lobe pneumonia. (B)(6) 1997 the patient presented with the chief complaint of migraine headache. (B)(6) 1997 the patient complaint of aches all over body after falling. (B)(6) 1997 the patient underwent x-ray of the forearm and lumbosacral spine. Impression: 1. Soft tissue swelling in the dorsal aspect of the right forearm, otherwise negative right forearm. 2 . Negative lumbosacral spine. (B)(6) 1997 the patient presented with complaint of right hip pain. The patient underwent x-ray. Impression: negative right hip. (B)(6) 2003 the patient presented for x-ray of the left knee due to pain. Impression: 1. Minimal degenerative arthritic changes left knee and articular surface of the left patella. 2. Soft tissue swelling in the left intrapatellar region anteriorly. (B)(6) 2003 the patient underwent MRI without contrast. Impression: 1 cm cyst involving the inferior aspect of the right femoral head. This is not likely to be of any clinical significance. 2. No evidence of avascular necrosis. 3. No evidence of fracture or joint effusion. 4. No other abnormalities are identified. (B)(6) 2003 the patient underwent CT of pelvis and abdomen without contrast due to right lower back pain. Impression: 1. Question of an approximately 9mm radio opaque stone of the distal right ureter versus vascular calcification. If the symptoms persist, intravenous pyelogram examination is suggested. 2. Otherwise, negative CT scan exam. (B)(6) 2003 the patient underwent intravenous pyelogram with and without x-ray of kidney, ureter, bladder with tomography. Impression: 1. Negative excretory urogram. 2. Premature calcification, abdominal aorta, for a (B)(6) woman. (B)(6) 2003 the patient underwent x-ray of the chest due to cough. Impression: clear lungs. (B)(6) 2003 the patient presented with complaint of left leg pain and swelling. The patient underwent ultrasound duplex venous left. Impression: no evidence of dvt in the left lower extremity by ultrasound. (B)(6) 2004 the patient underwent the x-ray of the right arm after complaint of right hand pain. Impression: transverse fracture of the proximal right fifth metacarpal. (B)(6) 2004 the patient presented with chief complain of migraine. (B)(6) 2004 the patient presented with the chief complaint of laceration to the left hand. (B)(6) 2004 the patient presented with chief complaint of left hand pain. (B)(6) 2005 the patient presented with the chief complaint of headache. (B)(6) 2005 the patient presented for a portable chest exam. Impression: negative portable ap view of the chest. The patient also underwent CT angiography of the chest and reformatted images in oblique coronal projection. Impression: 1. There is no evidence of pulmonary embolism. There is no evidence of any aortic dissection or aneurysm. 2. Evaluation of the liver is incomplete. Images were obtained during arterial phase. There is 3 cm x 2.2 cm hyper vascular lesion involving medial segment of left lobe of the liver and 2.7 cm x 2.2 cm hyper vascular lesion near the dome. Etiology is uncertain. Possibility of hyper vascular lesion such as hepatic adenoma, focal nodular hyperplasia may be considered. The possibility of a neoplastic lesion such as hematoma cannot be entirely excluded. CT of the abdomen with contrast with special attention to the liver is recommended for further evaluation. (B)(6) 2005 the patient underwent gated myocardial perfusion scan with spect imaging due to chest pain. Impression: 1. There is global hypokinesis with depressed ejection fraction of 41%. 2. There is the suggestion of a small segment of ischemia involving the anteroseptal wall near apex. Final diagnoses: 1. Chest pain secondary to two vessel coronary artery disease. 2. Liver lesions, most likely hemangiomas. 3. Hypertension. 4. Chronic back. Pain. (B)(6) 2005 the patient underwent the following procedures: left heart catheterization, selective coronary angiography. No complications noted. (B)(6) 2005 the patient underwent echocardiogram due to chest pain. Impressions: 1. The left ventricle is mildly dilated and mildly hypertrophied. Contractility is nearly normal, although on parasternal views she may have same very mild atypical septal motion at the base. Otherwise, contractility is normal. 2. The atria are not large and no clots are seen. The right ventricle looks normal. 3. The mitral leaflets are thickened but the other valves look normal. 4. There may be a small anterior pericardial effusion without compression of the chambers. 5. There is trivial mitral, tricuspid and pulmonic insufficiency by color-flow doppler, within normal limits. Liver function tests were performed. Impression:1. Liver lesions based on preliminary cat scan finding, MRI of the liver to further delineate this lesions was recommended. Most likely this is benign hemangioma versus benign liver cyst. Ruled out any serious liver pathology like metastatic cancer or primary liver cancer, etc. 2. Surgeon agreed with checking alpha fetoprotein. 3. Atypical chest pain most likely secondary to musculoskeletal pain and she was undergoing cardiac work up with stress test, etc. Surgeon did not feel that her chest pain was of gi origin at that time. (B)(6) 2005 the patient underwent the following procedures: fluoroscopy, hemodynamics, left ventriculography and selective coronary arteriography. Impression: 1. Very mild mid-inferior hypokinesis with maintained overall left ventricular function within normal limits. 2. Total right coronary artery with collaterals left to right. 3. Trivial disease in the circumflex and lad with a more moderate appearing lesion in a diagonal vessel. (B)(6) 2005 the patient presented with chest pain and underwent portable chest radiological exam. Impression: no acute cardiopulmonary disease. (B)(6) 2005 the patient presented with chest pain and underwent portable chest radiological exam. Impression: 1. Mild cardiomegaly - clear lungs. (B)(6) 2005 the patient presented with chest pain and shortness of breath. Impression: 1. Mild tortuosity of the thoracic aorta. 2. No acute process is identified. (B)(6) 2005 the patient presented for a follow up on her hypertension. (B)(6) the patient presented with chief complaint of hip pain. (B)(6) 2005 the patient presented with complaint of shoulder pain. (B)(6) 2006 the patient presented with chest pain and underwent portable chest radiological exam. Impression: 1. No active chest disease. 2. Clear lungs. (B)(6) 2006 the patient presented for follow up on her cervical radiculopathy, hyperlipidemia and depression, coronary artery disease and chronic back and neck pain. (B)(6) 2006 the patient presented with complaint of migraine. (B)(6) 2006 the patient had x-rays of knee taken. Impression: negative knee. (B)(6) 2006 the patient presented with pain and underwent the x-rays of the knee. Impression: there is no acute bony abnormality seen. Mild patellofemoral joint osteoarthritis. (B)(6) 2006 the patient presented with complaint of pain in right hip. (B)(6) 2006 the patient presented with complaint of pain in right eye. (B)(6) 2006 the patient underwent xrays of the right shoulder due to pain. Impression: no evidence of fracture or dislocation. (B)(6) 2006 the patient presented with complaint of pain in right arm and shoulder. (B)(6) 2006 the patient presented for a follow up. (B)(6) 2006 the patient underwent MRI of the cervical spine without contrast. Impression: 1. There is a somewhat straightened configuration of the cervical spine. There is mild reversal of the normal lordotic curvature of the mid and upper cervical spine. This may be due to positioning or muscle spasm. It could also be developmental. 2. Minor degenerative changes are seen of the cervical spine. There is a minimally narrowed appearance of the discs from c4-5 through c7-t1. There is minimal disc bulging at c5-6. 3. No significant spinal stenosis or neural foraminal narrowing is evident. No cervical disc herniation is identified. (B)(6) 2006 the patient presented with the chief complaint of low back pain. (B)(6) 2007 the patient presented for follow up and underwent MRI. (B)(6) 2007 the patient presented with complaint of back, shoulder , elbow and chest pain along with migraines and hypertension. (B)(6) 2007 the patient presented with painful heel. The patient had x-rays taken. Impression: small left superior calcaneal spur, otherwise negative left heel. (B)(6) 2007 the patient presented with the complaint of pain in right hip. Assessment: 1. Right trochanteric bursitis with chronic subluxation of the right hip. (B)(6) 2007 the patient presented for a follow up visit. (B)(6) 2007 the patient presented with chief complaint of pain in the lower back. Physical examination revealed: 1. Lumbar radiculopathy with a history of herniated discs. 2. Hypertension. 3. History of coronary artery disease. (B)(6) 2007 the patient presented with abnormal EKG. Impressions: 1 symptoms of chest pain consistent with angina. 2. Known coronary artery disease with total occlusion of the non-dominant right coronary artery with left-to right collaterals with mild disease in the left circumflex and left anterior descending coronary artery and moderate disease in the diagonal branch by report of cardiac catheterization on (B)(6) 2005. 3. Hypertension, currently suboptimally-controlled. (B)(6) 2008 the patient underwent electromyography. Impression: above findings are suggestive of status post condition; otherwise, no evidence of active lumbosacral radiculopathy or local nerve entrapment syndrome, or peripheral neuropathy. (B)(6) 2008 the patient underwent MRI of the lumbar spine without contrast. Impression: 1. Compared with prior MRI dated (B)(6) 2002 there has been no interval change. 2. At the level of l4-l5 and l5-s1, there focal posterior disc bulge with increased signal seen on the region, suggestive of an annular tear. The rest of the findings were unremarkable.

Event description:
It was reported that on, (B)(6) 2008: the patient presented with left knee pain. On (B)(6) 2008: the patient presented with bilateral hip pain. On (B)(6) 2008: the patient underwent x-ray of left foot. Impression: oblique fracture fifth metatarsal with no other acute bony abnormalities involving the left foot; negative left ankle; the postoperative changes identified in the left tibia otherwise, negative left knee and left tib-fib for acute bony abnormalities; bones appear osteopenic. On (B)(6) 2009, (B)(6) 2008: the patient presented with left foot pain. On (B)(6) 2009: the patient presented with left foot pain. On (B)(6) 2009: the patient presented with right hip pain. Diagnosis: greater trochanter bursitis of the right hip. On (B)(6) 2010, (B)(6) 2009: the patient presented with left knee pain. On (B)(6) 2009: the patient presented with left knee pain and foot pain. On (B)(6) 2009: the patient presented with chestpain. On (B)(6) 2010: the patient presented with left knee pain. Status post open reduction internal fixation left knee. On (B)(6) 2012: the patient presented for MRI of lumbar spine with and without contrast. There is desiccation of the l3-l4, l4-l5 and l5-sl disks. Mild facet hypertrophy and ligamentum flavum thickening. The foramina are minimally narrowed. At l5-s1 is a moderate sized central disk protrusion superimposed upon a broad based disk bulge. The foramina are obscured by metallic artifact and they appear to be mildly stenotic. Impressions: moderate size central disk protrusion at l5-s1 causing at least a mild central stenosis. Mild l5-s1 level foramina narrowing bilaterally; postoperative changes at l3, l4 and l5 where there are trans-pedicle screws and surgical rods with interbody metallic spacers. No significant central stenosis at these levels. On (B)(6) 2014: the patient presented for x ray of hip with pelvis due to bilateral hip pain.

Event description:
It was reported that on (B)(6) 2007-patient report low back pain radiating to legs, right greater than left. Numbness right leg. MRI lumbar spine impression states 1. Degenerative disc disease from l3-4 through l5-s1 with disc desiccation. Small focal disc protrusion at l4-5 and mild disc bulge at l5-s1 without any significant central canal stenosis or neural forminal encroachment. (B)(6) 2007-patient reported to emergency room &#49537;ll&#55319;ith pain in hips and lumbar spine-hip and lumbar x-ray impression show 1. Fusion of l3-l5 in good position. 2. Negative left hip (B)(6) 2008-patient seen for coronary artery disease, hypertension, dyslipidemia, tobacco abuse and ischemic cardiomyopathy with an ejection fraction of 98 to 55% and mildly overweight. Reports episode of chest tightness with difficulty breathing two weeks ago that lasted 10-15 minutes. This resolved when she rested. (B)(6) 2008-follow up office visit for pain in knees mainly on the left. She has had it intermittently for many months. She slipped on ice and the pain has increased. She has had arthroscopic surgery on the knee. Her back pain is improving somewhat. Requesting refill on vicodin. She is also here for follow up on her hypertension, tachycardia and depression. She's wondering if it's okay for her to get back on tenormin. She reports not smoking cigarettes anymore. (B)(6) 2008-follow up office visit for low back and knee pain. States knee pain has now resolved. Reports darvocet is not helping the back pain and is still having difficulty ambulating. Requesting to go back to rehab. Possible post laminectomy syndrome. (B)(6) 2008-follow up office visit for low back pain. Patient reports since surgery she actually feels worse. She is on lyrica and states she cannot even walk one block. Patient has been told to contact her neurosurgeon as soon as possible. (B)(6) 2008-follow up office visit for back pain. Reports she has continued low back pain since surgery. Currently in physical therapy and taking vicodin three times a day but is needing to take her vicodin more often. (B)(6) 2008-follow up office visit for low back pain. Reports chronic back pain status post lumbar disk surgery. Emg ordered and waiting for results. Patient is asking for vicoden, but has been given lyrica 75 mg. Asking for help with quitting smoking. She is willing to try chantix, but when we discussed the side effects that it can offset her depression control, she decided to wait. (B)(6) 2008-follow up office visit for low back pain. Patient pointed towards her left side of sacrum where the pain is. All this time she is telling me that is not going into her legs. Denies any muscle weakness on legs. She recently had lumbar spinal surgery. She is insistent on getting some vicodin today. Emg conducted did not show any evidence of any active lumbosacral radiculopathy or local nerve entrapment syndrome or peripheral neuropathy. Theresults were discussed with the patient. Physical therapy has been ordered. No clinical evidence of disease and recent history of drug diversion. No narcotics were given. (B)(6) 2008-patient in office follow up for referral to pain clinic. Continues to have pain in the lower back that radiates to the left hip and leg area. She had lumbar disk surgery a few months ago. Describes a couple of discs were removed and then they were packed with bone from the iliac crest and the all the bones in the lumbar area were placed in a cage. Possible low back pain with possible post laminectomy syndrome. (B)(6) 2008-seen at the center for pain management for low back pain and bilateral buttock pain. Treated for possible muscle spasm post fusion at l3-l5. (B)(6) 2008-patient in office follow up on her hypertension, chronic back pain and depression. She reports that paxil is working okay for her. She does not have much motivation or energy. Her back pain prevents her from doing anything that requires physical activity. She has established with the pain clinic and is supposed to have some series of procedures and nerve blocks beginning a few weeks from now. No chest pain or trouble breathing. She is not smoking at this time. (B)(6) 2008-patient reports falling and now having left knee pain. Cat scan of the left knee findings report 1. Severely comminuted fracture proximal tibia, involving the lateral tibial condylar articular surface and about 7 mm depression in the anterior portion of lateral tibial condyle. 2. There is also lateral subluxation of tibia in relation to the femur suggesting the internal derangement. 3. Undisplaced fracture fibular head. (B)(6) 2008-displaced lateral tibial plateau fracture left knee. Open reduction internal fixation of the tibial plateau left knee performed on (B)(6) 2008 using peri-lock plate and bone graft. Long leg cast. (B)(6) 2008-patient reports falling down steps after getting tangled up in the dog's chain over the weekend. Her back is now sore. An old surgical site from 1989 hysterectomy is starting to open. She has history of having cysts removed from her skin and they are coming back on her should and under side of her right arm and neck. (B)(6) 2008-patient in for follow up visit with complaints of lumbar pain. Trigger point injection placed at level of l3, left, consisting of 50:50 kenalog and xylocaine, 1cc total. Relief was given on injection. (B)(6) 2008-patient in for follow up visit with complaints of headaches on and off. She is taking lisinopril for high blood pressure . (B)(6) 2008-fracture of the 5th metatarsal of the left foot (B)(6) 2008-trigger point injection at the level of l3, left consisting of 50:50 mixture of kenalog and xylocain 1cc total. Some relief was given on injection. (B)(6) 2008-pateint presents for recheck of fracture of the left foot. Bone scan shows no hidden occult fracture. (B)(6) 2008-patient seen on an outpatient basis for removal of multiple skin masses x5. (B)(6) 2009-patient reported headache and hypertension. Cat scan of the head findings shows no evidence of acute intracranial hemorrhage, mass lesion, mass effect or midline shift. No acute infarct is seen. The ventricles are normal in size and configuration. (B)(6) 2009-patient report having headaches for the past month. Cat scan of the head completed and impression reports negative non-contrast and contrast enhanced head CT. (B)(6) 2009-patient reported to the emergency room chest pain and shortness of breath-cat scan pulmonary angiogram completed and compared to prior exam on (B)(6) 2005. Impression of this exam shows 1. No pulmonary embolism or aortic dissection. 2. Mild bibasilar and lingular atelectatic changes. 3. Grossly stable appearance to known liver hemangiomas. (B)(6) 2010-patient has many episode of chest pain and shortness of breath. Stress test reports she does have episodic chest pain esp ecially on laying on left side and feels smothered and smushed and short of breath with these episodes. Cardiac cath completed shows likely coronary artery disease with septal hypokinesis and additional evidence of aneurysmal atrial septum. (B)(6) 2011-patient reported to the emergency room for pain, swelling to 4th and 5th metacarpals. States injured left hand wrestling with grandson. Pain and swelling in metacarpal region. Radiograph shows acute oblique non-displaced fracture involving mid-shaft of fifth metacarpal bone. (B)(6) 2011-patient reported to emergency room that she fell while skating. Pain and swelling to both wrists. Radiograph of left and right wrists show 1. There is a non-displaced fracture of the distal left radial metaphysis. No dislocation. 2. Fracture distal right radial metaphysis in good position. (B)(6) 2011-patient reported to the emergency room with chest pain. Chest xray boney thorax is unremarkable. Small discoid atelectasis involving left lower lobe. Chest is otherwise negative for actue process (B)(6) 2011-patient reports right hip pain-MRI of bilateral hips show no evidence of avascular necrosis, acute osseous fracture or bony contusion. The right acetabular labrum is intact. No joint effusion or bursitis is seen. A tiny 8 mm cyst is seen the posterior inferior aspect of right femoral head unchanged since 2003. The hip joint spaces are symmetric. (B)(6) 2012-patient reported to emergency room cops pushed her down and now is having lower back pain, right and left hip pain and shooting pains in her left knee since assault. Lower left leg surgery 3 years prior. L-spine radiograph impression: 1. Status post laminectomy at l3, l4, and l5 with posterior lumbar interbody fusion and pedicular screw placement in satisfactory position. 2. Arteriosclerotic calcifications in the abdominal aorta and iliac arteries with infrarenal abdominal aortic aneurysm measuring 3.2 cm in transverse diameter at l3 level. (B)(6) 2012-right l5-s1 transforminal epidural steroid injection l5 nerve root and left transforaminal epidural steroid injection (B)(6) 2012-MRI lumbar spine-1. Central disc herniationl5-s1 causing moderate canal stenosis and seen in close proximity to s1 nerve roots centrally. 2. Postsurgical change related to posterior fusion of l3-l5 with disc spacers at l3-l4 and l4-l5. (B)(6) 2014-low back pain due to recent fall on monday. History of previous back surgeries. MRI shows post surgical changes related to posterior fusion of l3-sz are noted which represents extension to involve l5-s1 as compared to prior exam on (B)(6) 2012. Disc spaces are seen at l3-l4 and l4-l5. There is no evidence of acute lumbar fracture or malalignment. Vertebral body heights are preserved. Lumbar discs are not significantly narrow. There is no obvious spondeylolysis or spondylolisthesis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on: (B)(6) 2007 patient presented for the preop diagnosis cyst degeneration. The following procedures were performed: right posterior iliac crest graft. L3 to l5 posterior spinal fusion with instrumentation: left transforaminal iliac interbody fusion with cages, 12 x 22 x 2. Bmp-soaked collagen rh-bmp2/acs sponge was placed into the disk space, 1 into the 12 x 22 cage, which was selected and impacted into position. In similar fashion, attention was turned to the l3-4 level. Superior facet at l3-4 was removed, exposing the lateral disk. Disk was incised in the usual fashion. Disk material was removed with pituitary rongeurs and curets. Following removal of the disk material, the space was dilated to a 12 x 22-millimeter size. One rh-bmp2/acs-soaked collagen sponge was placed into the disk space, 1 into the cage, and the cage was impacted into position. Next, pedicle screws were placed bilaterally in the pedic les at l3, l4, and l5. Rods were threaded, and set-screws were placed. Right posterior iliac crest graft was then harvested through the same skin incision but through a separate deep incision in the usual fashion. Following harvesting of the crest graft, the crest was irrigated, packed with crushed cancellous allograft bone, and closed with 0 vicryl in an interrupted figure-of-8 fashion. Attention was turned back to the spine. The spine was copiously irrigated with bacitracin-saline using water-pik. The spine was decorticated from the tips of the transverse processes at l3, l4, and l5. Bone graft was then packed out to the tips of the transverse processes, supplemented with remaining rh-bmp2/acs collagen sponges and demineralized bone matrix fiber. There were no complications. It was reported per patient fact sheet that: on an unknown date the patient underwent pain management. From 2005 to present: the patient presented with back pain. Prior to 2007: the patient presented with back pain, leg pain, tingling in feet, pain. On (B)(6) 2007: the patient underwent transforaminal lumbar interbody fusion due to cyst degeneration; low back pain; difficulty lifting heavy objects and bending; some difficulty walking. Peek spacer; screws;rod, prebent; bone, allograft crushed canc freeze dried irradiated 30cc were also implanted. In 2008: the patient had fractured left foot. In 2009 and 2011 to 2012: the patient presented with pain, injury. The patient also underwent imaging and visited emergency room. In 2010: the patient underwent surgery of stent in heart. In (B)(6) 2014: the patient underwent removal of instrumentation/revision surgery allegedly, after the infuse surgery, injuries include, but are not limited to revision surgery; radiating pain to the legs; nerve injuries; stenosis; intermittent temporary paralysis; swelling around the surgical site; bladder incontinence; kidney stones; left leg weakness; numbness in both legs; difficulty sleeping; falling; and severe pain. Patient used cane to walk but sometimes required the assistance of a walker. Patient had difficulty lifting heavy objects and bending prior to surgery. I also had some difficulty walking.

Event description:
It was reported that the patient underwent a posterior spinal fusion with a transforaminal lumbar interbody fusion surgery at l3-l5 where rhbmp-2/acs was implanted in the disc space and lateral gutters. The patient's post-operative period has been marked by decreased muscular strength in the lower extremities, lower back pain, and pain radiating to the legs. The patient currently continues to experience consistent back pain, radiating pain to both of her legs, numbness in both of her legs, and difficulty sleeping.

Manufacturer narrative:
Additional information.

Event description:
It was reported that on : (B)(6) 1996 the patient presented for CT abdomen. Impression: two very vascular lesions in liver. (B)(6) 1996 the patient presented for CT abdomen and pelvis. Impression: l1mitea study because patient refused IV contrast material, but there appears to be a mass in the left lobe of the liver. An ultrasound could be obtained for further evaluation to see if this meets the criteria or characteristics of hemangioma versus other pathology. (B)(6) 1996 the patient presented for evaluation and further management of liver lesion. Patient underwent CT scan which showed two vascular lesions in the liver with the possibilities being focal nodular hyperplasia, hepatic adenoma or hemangioma. (B)(6) 1996 the patient underwent "egd" procedure. (B)(6) 2001: patient presented with left frontal throbbing headache, photophobia, nausea and vomiting with blood streaks and clots. (B)(6) 2002: the patient presented with low back pain radiating down both legs and radiculopathy.. (B)(6) 2003: the patient underwent MRI of the lumbar spine without contrast. Impression: no interval change. At l4-5 and l5-s1 there was a focal posterior disc bulge with increased signal seen in this region suggestive of an annular tear. The rest of the findings are unremarkable. (B)(6) 2004: patient underwent x-ray lumbosacral spine. Impression: no evidence of fracture or subluxation. Vertebral body height is maintained. Disk space narrowing is noted at the l5-s 1 level. Remaining disk spaces are within normal limits. (B)(6) 2004: the patient presented with low back pain as well as right hip and right lower extremity pain. The pain increased with walking. (B)(6) 2004: patient underwent MRI right hip. Impression: 1. Early degenerative changes of the right hip joint with subchondral cyst within the inferior aspect of the femoral head. 2. Fraying of the anterior-superior labrum, but no discrete labral tear. Thickening of the anterior capsule is likely due to prior injury. (B)(6) 2004: the patient presented with sharp abdominal pain while doing some housework. She stated that this pain was located in the middle of her back and radiated down her legs, with the right being greater than the left. She also complained of both legs being numb, with the right being greater than the left as well. She stated that her legs tended to give out and she would fall down secondary to leg weakness. (B)(6) 2004: the patient presented with low back pain as well as right hip and right lower extremity pain. The pain increased with walking. MRI of the lumbar and lumbosacral spine was reviewed which revealed a small cyst on the right hip and a degenerative joint disease at lumbosacral spine. (B)(6) 2007: the patient presented with low back pain radiating mostly into the right buttock and right hip. The patient also had associated tingling into her right foot. Her right lateral thigh was numb. MRI of the lumbosacral spine was reviewed which revealed degenerative disk disease at l3-4 and l4-5. A right hip arthrogram was also reviewed revealing early degenerative changes. (B)(6) 2007: patient underwent x-ray lumbosacral spine. Impression: lumbosacral alignment is normal and vertebral body height is preserved. There is minimal disc height loss at l5-s I which is unchanged. 2. There is atherosclerotic calcification of the abdominal aorta. (B)(6) 2007: the patient underwent left l3-4 and l4-5 disco gram. (B)(6) 2007: the patient presented with low back pain radiating to right hip and right buttock. She reported tingling in her right foot. Climbing stairs aggravated the pain. She underwent MRI of lumbar spine which revealed no significant stenosis or disk bulging; degenerative changes at l3-4 and l4-5 were demonstrated. Diskograms were also reviewed which revealed concordant back and leg pain with injection at l3-4 level; there was concordant back pain but no leg pain with injection at l4-5 level. (B)(6) 2007: the patient was diagnosed with lumbar degenerative joint disease l3-4 and l4-5. Impression: no findings of significant degenerative disc disease, mild facet osteoarthropathy of the lower lumbar spine. (B)(6) 2007: the patient presented for surgery clearance and abnormal EKG. (B)(6) 2007: the patient presented for fitting of orthosis. Patient presented for occupational therapy. The patient had difficulty sleeping secondary to back pain. (B)(6) 2007: patient presented for occupational therapy. (B)(6) 2007: the patient underwent x-rays of the thoracolumbar spine due to posterior spinal fusion. Impression: interval status post posterior and interbody fusion in l3 through l5; no hardware complication. (B)(6) 2007: the patient was discharged. Patient presented for occupational therapy. (B)(6) 2007: the patient presented for a follow-up visit. (B)(6) 2007: the patient presented with lower back pain radiating down the left leg. (B)(6) 2007: the patient presented with pain extending into the legs. (B)(6) 2007: the patient presented with pain extending into the legs. Ap and lateral radiographs of the lumbosacral spine showed stable placement of the hardware extending from l3-5. Impression: redemonstration of status post posterior lumbar fusion with transforaminal intcrbody fusion in the l3-l5. No hardware complication. 2. Mild dextro-convex lateral curvature of the lower lumbar spine. (B)(6) 2007: the patient presented with low back pain radiating to the left buttock and posterolateral thigh. X-rays of the lumbosacral spine were reviewed which showed good placement of the hardware extending from l3-l5. (B)(6) 2007: impression: 1. Redemonstration of status post posterior and interbody fusion in the l3-l5, with instrumentation, without hardware complication. No change in appearance. (B)(6) 2008 the patient complained of having difficulty with stairs. (B)(6) 2008: impression: 1. No evidence for hardware failure. No significant interval change from the prior study. 2. Note is made of a calcific density in the region of the left si joint unchanged from the prior study which could represent an area of heterotopic ossification. Clinically correlate and consider CT for further evaluation. (B)(6) 2008: the patient presented with back pain radiating down into her legs. X-rays lumbosacral spine 2 views were performed. Impression: 1. Redemonstration ofl3-l5 posterior spinal fusion with hardware in similar appearance compare to the previous exam. L3-l5 intervertebral disc spacers are again seen. There is no significant lumbar spinal malalignrnent. No interval compression deformity is noted. The patient presented for status post posterior spinal fusion at l3, l5, with iliac crest bone grafting performed on (B)(6) 2007, (B)(6) 2008: the patient presented with continued low back pain. X-rays of the lumbosacral spine showed stable placement of hardware and initial evidence of bony fusion. (B)(6) 2008: the patient presented with back pain radiating down into her legs. X-rays were reviewed which revealed that her hardware was intact with some evidence of bony fusion. (B)(6) 2012 the patient presented for office visit. (B)(6) 2013 the patient presented for x-ray of lumbosacral spine due to back pain. (B)(6) 2013: the patient presented with low back pain and bilateral leg pain. She also had buttock pain equal to her leg pain. X-rays of cervical and lumbosacral spine were reviewed which demonstrated well placed hardware with no hardware complications. MRI demonstrated adjacent segment disc disease at l5-s1 with moderate stenosis. (B)(6) 2013: the patient presented with back pain. The patient underwent x-ray of lumbrosacral spine. (B)(6) 2013: the patient presented with primary diagnosis of strain of neck and lumbar strain. The patient underwent x-ray of hip with pelvis right due to right hip pain.impression: lumbosacral spine; 1. Redemonstrated postsurgical changes after posterior and interbody spinal fusion between the levels of l3 and l5. 2. No fracture or dislocation of the lumbosacral spine is visualized.no compression deformities are seen. 3. Degenerative changes of the facet joints are seen.pelvis: 1. No fracture or dislocation of the pelvis is seen. Right hip: 1. No fracture or dislocation of the right hip is identified. 2. There is slight irregularity of the acetabulum, which may be related to mild degenerative changes.the patient presented for x-ray of lumbosacral spine due to spine pain. The patient underwent CT scan of spine cervical due to lower cervical spine pain. (B)(6) 2013: the patient underwent CT of cervical spine without contrast. Impression: 1. No acute fracture from c1 through t2 is vis ualized. 2. Loss of lordosis with kyphosis of the upper cervical spine may be positional or secondary to muscle spasm. Rotation of c1 on c2 with resultant subluxations of the lateral masses of c1 upon the lateral masses of c2 may be positional. Correlate clinically for atlantoaxial rotary fixation/subluxation. 3. Bilateral thyroid nodules some of which demonstrate foci of calcification could be further evaluated with ultrasound on a nonemergent basis as clinically indicated. (B)(6) 2013, (B)(6) 2014 the patient presented for office visit. (B)(6) 2014 the patient presented for an office visit. The patient underwent x-rays of lumbosacral spine due to degenerative arthritis of lumbar spine. (B)(6) 2014: the patient presented for routine follow up for surgery clearance. (B)(6) 2014: the patient presented with spinal stenosis of lumbosacral region. (B)(6) 2014: the patient presented with spinal stenosis of lumbosacral region. The patient presented with chief complaint of back pain.the patient underwent x-ray of lumbosacral spine. Spinal stenosis of lumbosacral region.impression: l3-l5 posterior spinal fixation, laminectomy and intervertebral bone graft without evidence of interval hardware complications. (B)(6) 2014: the patient presented with preop diagnosis of degenerative below fusion l5-s1.the patient underwent following procedure: removal of l3-l5 reinstrumentation with extension to l5-s1 with local autograft bone, trinity bone matrix. (B)(6) 2014: the patient was admitted with the following diagnoses: 1. Degenerative joint disease of lumbar spine. 2. Status post lumbar spinal fusion. Pertinent procedures and abnormal studies: posterior spinal fusion extension l5-s1 with tlif. No patient complications were reported. (B)(6) 2014: the patient underwent x-rays of the lumbar spine. Impression: 1. No evidence for hardware complication. 2. Expected pos tsurgical changes include a surgical drain, posterior skin staples, and soft tissue swelling. 3. No additional interval change noted. (B)(6) 2014: the patient underwent x-rays of the chest. Impression: 1. Normal heart size and mediatinal contour. 2. No acute cardiopulmonary disease. (B)(6) 2014: the patient was discharged. (B)(6) 2014: the patient presented for follow-up of degenerative joint disease of lumbar spine. She had right hip pain which was worse at night. X-rays of lumbosacral spine revealed intact hardware and minimal levoconvex curvature and moderate osteopenia. (B)(6) 2014 the patient presented for medication refill. (B)(6) 2014: the patient presented for a follow- up. She underwent x-rays of the lumbosacral spine which showed a hardware extending from l3-s1 without evidence of hardware complication. (B)(6) 2014 the patient presented for an office visit. The patient underwent x-ray of lumbosacral spine due to fusion of spine.. (B)(6) 2014: the patient presented with follow-up visit. She underwent x-rays of the lumbosacral spine which showed a hardware extending from l3-s1 without evidence of hardware complication. (B)(6) 2014 the patient presented for an office visit. 07 nov 2014 the patient presented for an office visit due to degenerative disc disease. Patient underwent x-rays of lumbosacral spin e. Impression:posterior spinal fusion extending from l3 down to s1. There was interbody fusion at l3-l4 and l4-l5. No significant change in appearance of the fusion hardware. No hardware complication. Mild vascular calcifications are incidentally noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.